Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump was stop responding. Customer¿s blood glucose was 8.8 mmol/l. Customer states that she had to change the battery in her insulin pump due to a battery error alert and the buttons stopped responding. Customer stated there was a battery error alert on the screen and she was unable to clear it due to button not responding. Troubleshooting was performed. The insulin pump will not be returned for analysis.